Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the cause of the reported issue was due to a failed power pcb assembly. A replacement for this part is no longer available. The device was scrapped by stryker and the customer received a replacement device.